Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 54 mg/dl. The customer treated for their low blood glucose with food. The customer declined to troubleshoot for the low blood glucose incident. Customer was experienced anxious. It was unknown that customer using auto mode feature active at the time of event. The insulin pump will not be returned for analysis.